Event description:
It was reported via repair work order that the brakes were able to engage but the fe brakes did not hold properly due to the caster stems being broken. No adverse consequence or clinically relevant delay in treatment was reported.